Event description:
It was reported by our (B)(4) affiliate that during a transfemoral tavr procedure, an annular rupture occurred after valve implantation. During the preoperative conference, it was decided to implant a 23mm sapien xt valve with nominal or 1ml less volume. After balloon aortic valvuloplasty (bav), nominal volume was chosen for valve implantation. Post implantation, moderate ar was observed possibly due to the guide wire which was across the valve. An aortogram (aog) showed a leak of contrast from the left side of the aorta. Echocardiography showed an annular rupture and the rupture site was assumed to be below the lcc. A small increase of pericardial effusion was observed. The patient¿s blood pressure significantly decreased to 70/32mmhg and became difficult to control. The cvp increased to the 30¿s mmhg. Reversal of anticoagulation was started with protamine. After the access site was sutured, 10 units of platelets were transfused. The second aog showed that contrast was ¿spouting¿ from the aorta. However, the amount of leakage seemed less than previously. Since the amount of effusion further increased, pericardial drainage was performed and 45ml of fluid was removed. After the drainage was performed, a decrease in the pericardial effusion was confirmed by echo. Moderate paravalvular and transvalvular leak was observed ; however, due to the annular rupture, the regurgitation was left untreated. The patient left the operating room with temporary pacing and would receive strict antihypertensive treatment. The physician proctor that was present during the procedure thought the patient¿s frailty, and advanced age, were two of the major factors for the rupture. Since the patient had received a bav prior to the tavr procedure, the calcification on the lcc possibly tore the annulus. Bulky calcification was observed at the base of lcc. The calcification was probably not pushed up with the valve but was pushed perpendicular to the annulus which caused the rupture. The patient¿s native annulus measured 18.9mm in diameter

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, the physician proctor thought that the severe and bulky calcification observed at the base of lcc possibly tore the annulus. Additionally, the over sizing of the sapien xt valve in conjunction with the patient¿s frailty may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.